Manufacturer narrative:
Investigation: the battery door locking mechanism of the returned product was investigated and found to be functioning normally. Trials with new products showed that a forceful opening or removal of the battery while the door is locked would result in a permanent deformation of the case. Such deformation was not present on the returned product, which proves that the battery door was not locked as described in the instruction for use. The infant's parents were notified about the situation and asked to always use the door lock as intended. As a precaution a letter to dispensers was issued to inform them about the incident and to instruct end users to use the door lock as intended. The instruction for use was rephrased accordingly. Note: a request for more info by FDA on (B)(6) 2006 had been answered by siemens on (B)(4) 2006 (report number (B)(4)): a more detailed description of the incident, the investigation result, a copy of the product labeling, a copy of the user manual, a description of the locking mechanism. (B)(4).

Event description:
The alleged incident occurred in a nursery in (B)(6). An infant allegedly chewed on a prisma 2k hearing instrument, resulting in the battery compartment (door) opening and therefore exposing the battery. The battery was exposed and the infant swallowed the battery. The infant was under medical observation and the battery was determined to be in the gastric tract. The battery was excreted through natural means. There was no harm to the infant's health.